Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation, the electrode belt had extensive physical damage and functionality testing was unable to be performed. The cable connecting ECG "a" and the front therapy electrode was severed, the trunk cable connector was severed from the trunk cable, and the cable connecting the rear therapy electrodes to the distribution node was severed. The root cause for the severed cables and severed connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to complete incoming functional testing.